Event description:
It was reported that the patient received inappropriate therapy, due to oversensing, and pacing impedance was high. The lead was explanted. The patient status following the lead replacement was reported to be ok, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned. Other: it was reported that the patient received inappropriate therapy due to oversensing, and pacing impedance was high. The lead was explanted. The patient status following the lead replacement was reported to be ok, and no further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event; impedance, high, oversensing, shock, inappropriate.